Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, an attempt had been made to shape the guidewire tip. The guidewire was found to be slightly kinked/bent. The core wire distal end was observed through the distal tip dome. The nitinol hypotube was found to be broken at the proximal bond joint. The hydrophilic coating was hydrated and there were no anomalies noted. The ptfe coating was found to be intact. Guidewire broken fractured functional test was not done as the breakage was confirmed during visual inspection. For guidewire torque problem, a torque test was unable to be performed as the guidewire had been fractured and would not respond to torque applied. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire broken fractured during use was confirmed during the analysis. The reported guidewire torque problem could not be confirmed during the analysis as the guidewire was fractured. However the fracture to the device is indicative of the reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during stryker internal research & development simulated use testing in a silicone model, noticed guidewire not responding to torque applied by the user. Pulled wire out of the model and noticed proximal bond joint appeared to not be intact. As per the additional information continuous flush was not maintained for the duration of the procedure, the microcatheter was only flushed before wire insertion. As per the synchro dfu "maintain a continuous saline flush between the guiding catheter and the interventional device and between the interventional device and the guidewire during the procedure. Flushing prevents contrast crystal formation and/or clotting on the guidewire and in the catheter lumen". It is probable that the guidewire may have been damaged during advancement and torqueing through the simulated model due to the lack of continuous flush, therefore an assignable cause of user error will be assigned to the reported guidewire broken/fractured during use and guidewire torque problem and to the analyzed guidewire broken fractured during use, and guidewire kinked/bent.

Event description:
It was reported that the subject guidewire was used in the mobius moderate bench top flow model with 1% liquinox solution in research and development testing. The subject guidewire was not responding to torque applied by the user. Therefore, the subject guidewire was pulled out of the model and noticed proximal bond joint appeared to not be intact. There was no patient involvement.

Event description:
It was reported that the subject guidewire was used in the mobius moderate bench top flow model with 1% liquinox solution in research and development testing. The subject guidewire was not responding to torque applied by the user. Therefore, the subject guidewire was pulled out of the model and noticed proximal bond joint appeared to not be intact. There was no patient involvement.